Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an episode where they lost consciousness briefly. No further information was provided about the episode. At this time, this pacemaker and existing system remain in service. No additional adverse patient effects were reported.